Manufacturer narrative:
Per (B)(4) combined report. It was reported that the leg length discrepancy was the result of an undersized and subsided stem. During the revision the stem was found to be well fixed and thus was left in situ. The head offset was increased to rectify the leg length discrepancy. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all finished parts conformed to material and dimensional specification at the time of manufacture. Based on the comments from the reporter, that the event was the result of an undersized stem, and not due to a malfunction or deterioration in the performance of the device, corin now considers this case closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Metafix revision after approximately 2 years due to leg length discrepancy.